Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Subsequently, the patient underwent a revision procedure and the right ventricular (rv) lead was capped and abandoned and the ICD was removed. The patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Subsequently, the patient underwent a revision procedure and the right ventricular (rv) lead was capped and abandoned and the ICD was removed. The patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. This supplemental report is being filed because updated coding has been received.